Event description:
The customer reported amp board errors at the side scatter (ss) and fl5 positions on their fc500 flow cytometer. There was no reported death, injury or change to patient treatment as a result of this event. No erroneous patient results were generated.

Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp at the affected location fl5. Upon further review, this complaint was reassessed and will be reported late as it was determined that this event was in scope of the tarpon amp board recall. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).